Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
This event is to report the explant of 3rd placed sapien xt valve sn: (B)(4). Please reference the previously reported events for edwards lifescience valves used for this patient. Reference 2015691-2016-00069 for sapien xt sn: (B)(4); reference 2015691-2017-00962 for sapien xt sn: (B)(4). Valve stenosis is listed in the instruction for use (IFU) as a potential risks associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, the valve stenosis was not specifically attributed to ppm in the records available for review, and the exact echo readings post deployment were not reported in the operative notes; therefore, ppm cannot be confirmed but is likely the cause of the stenosis, as a pre-existing valve was in place and no evidence of thrombus was noted in the records. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a field clinical specialist, a planned sternotomy was performed and the 3 previously implanted sapien xt valves were explanted but the previously placed surgical valve remained implanted. A 23mm sapien 3 valve was placed successfully inside the previously implanted surgical valve. The procedure was performed due to the small valve area from the 4 previously placed valves. There were no edwards device malfunctions.